Event description:
Healthcare professional reported rupture of the left device, diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
Postal code: (B)(6). (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the left device, diagnosed by MRI. Device has been explanted.